Event description:
Acct reports that the septum gets pushed into the tubing and causes an occlusion at the y-site. Use "bd" cannula and lever locks to access the y-sites. No pt injury reported. States they do not usually use the stopcock on the set, states that the stopcock is almost always open to the pt. Have been using the set about 2 mos without problems until recently. No pt injury reported.